Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that the hercules 360 arm was unable to lock on to the retractor due to the retractor clamp handle moving freely. It is unknown when the event occurred. No known impact or consequence to the patient. Product was changed out. Surgery was completed successfully.